Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module surgeon console (pmsc) for failure analysis investigation. The unit was analyzed and in logs, no data was found to indicate the failure occurred in the field. Visual inspection, no issues were found that are related to the report the pmsc was installed onto the golden system, all the output and input port were tested and had good image. The left eye image was normal. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module surgeon console (pmsc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the left eye of the high-resolution stereo viewer (hrsv) on the surgeon side console (ssc) ga a blue screen. The customer reseated video cables and power cycled the system but the issue remained. The customer moved to the other ssc in the dual system to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all surgeries were successfully performed using the xi system and the training console.